Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent surgicl intervention on (B)(6) 2015, where the physician decided to disconnect the right lead and iimplanted a new lead. The right lead was not explanted. The patient is now receiving effective stimulation.

Event description:
The patient has 2 leads implanted with the same lot number. It was reported, the patient is not receiving effective stimulation. An sjm representative met with the patient and reprogramming was unable to resolve the issue. X-rays were taken and indicated lead migration. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.